Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call she was hospitalized for an infection caused by wisdom tooth removal, which then caused her blood glucose level to escalate to 460 mg/dl. The customer's hyperglycemia was treated with an IV drip. Troubleshooting was initiated for the high blood glucose and to inspect the insulin pump and its corresponding components for damage and functionality, but could not be completed because the customer did not have a tubing clamp to perform the high pressure test. No products were returned and a tubing clamp was shipped to the customer.